Event description:
It was reported that during an unknown procedure, the stapler locked out and would not fire. The surgeon tried to fire a couple more times, but it kept locking up. He tried to reload the stapler and refire, but the handle would not fire once it was in place. He could not move the second handle to fire. He ran into lots of bleeding. There was a one-hour delay in or time. There was no additional patient consequence.